Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker was having issues with the implanted device. Additionally, the patient has been in and out of the hospital. Boston scientific technical services (ts) referred patient to the physician. The device remains in service. No adverse patient effects were reported.